Event description:
It was reported that the lead was broken. It was also reported that the impedances were getting higher in the last two years, and at check up, the impedance and threshold were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.